Event description:
It was reported that the customer experienced high blood glucose for the past few days. It was stated that the cannula was not bent and the insulin was not expired. Performed the high pressure test and the test failed, the device alarmed motor error. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.